Event description:
It was reported that during a laparoscopic bypass procedure, the surgeon said on his last firing at the angle of his, he used a green cartridge on a male patient. When he tested for air bubbles at end of case he said there was air so he over sewed the staple line. He said there were malformed staples on both the remnant side and pouch side. He put a drain in and the patient is doing fine. He said he noticed that on several last firings that it seems like the tissue if it's not filled in the jaws is pushing the little bit he's trying to dissect forward. There were no patient consequences.

Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore, we were unable to review the manufacturing records.